Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt had suddenly no access to sound. No trauma has been reported. The pt was re-implanted with a new vorp implant on (B)(6), 2013.